Manufacturer narrative:
At this time the device remains implanted and has not been returned. Therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If the device is returned, product analysis will be completed, and an updated supplemental report will be submitted.

Event description:
It was reported that this pacemaker device exhibited pacing impedance high out of range (greater than 3,000 ohms). A technical service (ts) consultant reviewed the device data, and provided recommendations for device and lead integrity testing. The device remains implanted. No adverse patient effects were reported.